Event description:
The user facility reported that during a patient procedure their 3085sp surgical table was in reverse trendelenburg when the staff attempted to level the table using the hand control. The leg section moved down when the level button on the hand control was pressed. No report of injury. The user facility reported a procedural delay however the procedure was completed successfully.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the surgical table, and identified the table's batteries were low. It is unknown if the hand control indicated low power as designed. The low voltage prevented the table from performing the full articulation to level. It is possible there was only enough power to energize the circuit, opening the valves to circulate the hydraulic fluid, but not enough power to perform an articulation. In this case, gravity would take over and therefore cause the reported downward movement of the leg section. The technician replaced the batteries, tested the surgical table, and confirmed it to be operating according to specification.